Manufacturer narrative:
The rv lead remains implanted. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. The lead was repositioned and all measurements were within the expected parameters. No adverse patient effects were reported.